Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff reported seeing a cable snap on the fenestrated bipolar forceps instrument. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of snapped cable was confirmed. The pitch cable was broken at the distal clevis hub. Cable segment that contains the crimp was still installed in clevis. Additional observation not reported was deep scratches on the main tube. Main tube has different damaged sections with tube insulation removed. Evidence not conclusive, but damage may be due to misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.